Event description:
The report received from the study indicated that eight days after the index procedure, the pt had a myocardial infarction caused by a sub acute thrombosis of the previously implanted cypher select plus stents. The pt had a total of two cypher select plus stents implanted in the mid right coronary artery target lesion during the procedure: a 3.0 x 33 mm and a 3.0 x 28 mm stent. The pt had been discharged from the hosp two days prior to the adverse event (ae). The cause of the sub acute thrombosis was reported to be under-deployment/malapposition of the previously implanted stents. The event was reported to be possible related to the study devices and unrelated to the procedure. A note in the ae form indicates the event may also be related to an unk cypher select plus 2.5 x 13 mm stent. It was noted that the pt has no history of a previous percutaneous coronary intervention (pic) for implantation of this stent, and attempts to clarify have been unsuccessful.

Manufacturer narrative:
The indication for the index procedure was an inferior wall st-elevation acute mi (stemi). The time of onset of symptoms to the procedure was greater than or equal to 12 hours and less than twenty-four hours (=>12 hours and <24 hours). The pt's pre and post-procedure cardiac enzymes were elevated. The pt was found to have two-vessel disease and had one lesion treated during the procedure. The pt's left ventricular ejection fraction was 30-50% (lvef 30-50%). A staged procedure was planned due to time/logistics. The target lesion was the mid rca. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 60 mm length, a 95% stenosis, thrombus present, and type c. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 14 atm. A cypher select plus 3.0 x 33 mm stent (stent #1) was electively implanted at 18 atm. The stent was post-dilated with a 3.25 x 12 mm balloon to fully expand the stent. A sub-optimal result was obtained. An additional cypher select plus 3.0 x 28 mm stent was implanted electively at 18 atm in overlapping fashion. The stent was post-dilated with a 3.25 x 22 mm balloon to fully expand the stent. A sub-optimal result was obtained. The residual stenosis was 0%. The flow pre-procedure was timi 1 and post-procedure was timi 3. The pt was discharged six days after the index procedure. At the one-month follow-up, the pt was reported to be asymptomatic and continuing his medical regimen. The ae of stent thrombosis/mi, and re-pci were noted in the follow-up. Please note that device ID distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of three products used for the same pt. Please reference MFR. Report #9616099-2008-02352, and #9616099-2008-02354.